Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had noise and blackout during angulation adjustment. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint "flickering image" was no problem detected. The most probable cause of the complaint "image had noise and blackout during angulation adjustment" was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited flickering image during inspection for use. There were no reports of patient involvement.